Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (test failure) was confirmed. As received, the belt failed incoming testing. Upon evaluation, the esd700 diode array was shorted on the distribution node (dn) bedside board. The cause of the test failure is the shorted diode array. The root cause of the shorted diode array could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt indicating that it failed testing.